Manufacturer narrative:
Follow-up :repair information the field service engineer (fse) replaced the power supply to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery does not charge. The customer reported there was no patient involvement.